Event description:
Pt was given a loading dose of pronestyl. Following this, a 250cc bag of pronestyl was hung and pump set to infuse at a rate of 30cc/hr. This was at 6:00 pm. At 7:00pm the bag was empty.

Manufacturer narrative:
Manufacturer's report date 1/16/1998. The pump was returned and evaluated. Manufacturer's inspection seal was intact. The gap between the follower housing and the pressure plate was found to have narrowed slightly. It has been determined that as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in overinfusion. In addition, ithe correct set loading procedure should be followed per the directions for use which states "close the mechansism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the organe latch." The MFR has implemented a label instruction the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated 4/11/1997 has been mailed instructing the user to: a) measure the mechanism gap b) replace the follower housing assembly if necessary c) ensure that the set is correctly loaded into the pump mechanism. Other causes of overinfusion may be the user misprogramming the pump or not using the roller clamp when the set is outside of the pump mechanism.